Event description:
A physician reported that a pt with multiple traumatic injuries developed an abdominal fistula while using the v.a.c. Abdominal dressing in conjunction with the v.a.c. Therapy system.